Manufacturer narrative:
(B)(4): boston scientific received the complaint device without its packaging on (B)(4), 2011. Without the packaging, the reported damage to the sterile barrier could not be confirmed. A visual examination of the returned device found the stent fully mounted with dried blood inside the distal end of the clear outer sheath. No other issues were noted with the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The dfu / product label states "contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged". However, the complaint states that the packaging was damaged and as a result of this, the device was no longer sterile. Device analysis revealed that dried blood was present inside the distal end of the clear outer sheath, indicating that the device had been used during a procedure. Due to the use of the device after the sterile barrier had been compromised, this complaint has been assigned the most probable root cause of user error.

Event description:
It was reported to boston scientific corporation that during the unpacking of a wallflex enteral duodenal stent, the complainant noted that the sterile barrier of the packaging had been compromised. The procedure was completed with another device. There were no patient complications as a result of this event and the patient condition at the conclusion of the procedure was reported as ok. Although the customer reported this complaint for a breach in product sterility, the condition of the returned device revealed that the product was used. Multiple attempts were made to the customer to obtain additional information regarding the event, however these attempts were unsuccessful. If additional information is obtained regarding this event, any relevant information will be reported to the FDA in a supplemental MDR.